Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 30aug2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer row failure" was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order #(B)(4), the fse reported that the half height cubie drawers 3-1 and 3-2 had high cubie row failures. Replaced both retractor bands and the row board cables and pyxibus cables were reseated. Additionally, the fse checked the row board cable connections at all row boards. During dchu visual inspection p/n 353844-01 (1): the retractor band flat flex cable showed exposed cooper strands and thermal damage marks were present. P/n 353844-01 (2): the assembly was received in good condition with no signs of physical damage, loose or broken components, thermal damage, fluid ingress or missing components. During dchu testing p/n 353844-01 (1): no dchu testing was required due to the observed exposed cooper strands and thermal damage marks exhibited during visual inspection. P/n 353844-01(2): a calibrated digital multimeter was used to test continuity along the flat flex cable pins with no anomalies or interrupted continuity. The assembly was mounted on a known good dchu drawer unit to perform hta, all test sequences resulted with successful results and no anomalies observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie drawer 3.1 and 3.2 failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.